Manufacturer narrative:
(B)(4). Concomitant medical products- tibia cemented 5 degree stemmed right size f catalog#: 42532007502 lot#: 63133995, all poly patella size 38 mm dia. Standard 9.5 mm thickness catalog#: 00597206538 lot#: 63153211, femur cemented posterior stabilized (ps) standard right size 9 catalog#: 42500606602 lot#: 62614141, palacos rg 1x40 single catalog#: 00111314001 lot#: 81984446. Complaint sample was evaluated and the reported event was confirmed. The articular showed signs of exhibit signs of use as it was is pitted on the proximal surface and the dovetail feature was flared out DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right knee revision of the tibial component due to loosening and the presence of radiolucent lines that occured due to a fall of the patient. During the revision surgery the bearing was found to have exhibit signs of wear as the pitting on the proximal surface and the dovetail feature was flared out.